Event description:
It was reported that at interrogation an alert was received for high lead impedance. The patient reportedly observed blue "arching" during therapy delivery. No burn marks were noted on the pocket. Review of egms found noise. Noise was reproducible with provocation testing. Lead fracture was found via fluoroscopy. Physician programmed the svc coil off. Dft testing was successful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.